Event description:
Customer reported receiving an error alarm during the manual prime. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 117 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.